Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support stating that the cartridge would not fully insert into the pump during a supply change. The patient was guided to rewind the pump, but the issue persisted. The patient was then instructed to disconnect the cartridge from the connector and attempt insertion of the cartridge alone, which was successful. Upon further inspection, it was determined that the connector needle was bent. The patient reported that the connector had been reused for approximately one week due to a shortage of available connectors from their distributor. Replacement connectors were arranged to be sent. The patient later located another connector, successfully connected it to the pump, and was able to complete the supply change. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.